Manufacturer narrative:
Information contained in this report was previously submitted through asr on. A review of the device history record has been completed. No deviations or non-conformances noted. The device lot number 1682831 related to the reported event of deflation was received on (B)(6) 2017. Visual analysis of the returned device identified: brown particles, curved opening, and wear abrasion. A leak test was perform and one opening was found. A microscopic analysis identified a curved sharp opening on the valve bond edge, assessed as unidentified (tear) opening. A dimension measurement in the shell was performed, which identified the thickness within specification. Visual analysis was performed; air pocket within the valve/disk to-shell bond area(vv) was observed. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved sharp opening due to unidentified (tear) opening. Air pocket within the valve/disk to-shell bond area. A further investigation has been completed. According to the information gathered during the investigation, there is enough evidence to support that devices from work order 1567583 were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. During the device analysis it was found an air pocket within the valve/disk. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue air pocket within the valve/disk will be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side deflation. Healthcare professional confirmed the event. The device has been explanted.